Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was not determined. It was clarified that the patient had felt the zing once after sitting down so he turned off the stimulation and did not turn it back on and let the battery deplete. The patient was educated that position changes can cause the spinal cord to move closer to the electrodes which feels like increased stimulation and to try decreasing the intensity instead of turning it off. The patient did not report any zings during the post operation programming and the battery was charged. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that intra-op, impedances kept changing while performing a connection check. The physician removed lead tails approx. 6 times. Currently post op and caller sent the patient report. Reviewed most electrodes are >40,000 ohms. 5-11 are 650 ohms and 0-11 are 870 ohms. These were the only options for patient to have stimulation. The patient reported was getting 50% benefit but then felt a zing and turned off. Today, the ins was depleted so unable to interrogate prior to surgery.